Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was not recovered. A field service engineer (fse) found that the drawer was not registering as closed, identified a missing magnet from the inseparable, replaced the latch, and ran hardware testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es phhedpodd1 main drawer 5 was not recognized, required maintenance, and did not recover. The customer opened the back and manually released the drawer; however, the system did not detect that the drawer was open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.